Event description:
One day after pump implant, the pt was experiencing lower extremity pain and not getting good results from the implanted system. It progressed to weakness and loss of bowel and bladder control. A CT was done (date not reported) and showed that the catheter was in the subarachnoid space. The pt was taken to surgery in 2008, for a catheter revision. The catheter was placed at the t9 level. Following the revision, the pt was doing okay and "everything is going without incident". The pump was used to deliver morphine, the concentration and dosage were unk.

Manufacturer narrative:
Catheter.

Manufacturer narrative:
(B)(4).